Manufacturer narrative:
After installing the battery unit failed to power up due to corroded battery tube compartment noted.

Event description:
The customer¿s trainer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 210 mg/dl. The customer also reported that the contacts of the battery cap are corroded. The customer also reported that the battery compartment was corroded. Customer states the spring was corroded. The customer also reported that the trainer was unconscious. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.